Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 403 mg/dl at the time of the incident. Customer declined troubleshooting. Customer also reported bent cannula. The device will not be returned for analysis.